Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The instrument presents the vanishing image and the probe has no trauma. This event occurred at the time of before use. There was no report of patient harm.